Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was taking much longer to charge, and the battery would lose charge by end of day. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.